Event description:
Report rec'd from the USA stating that the device became extremely hot during testing. The event did not occur during surgery. There were no injuries or medical intervention reported. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).